Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with an undetermined service code; this condition had the potential to interrupt delivery. This condition was found in the emergency room. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with an undetermined service code was confirmed and duplicated by baxter personnel. The root cause of this condition was determined to be low voltage on the main battery, which caused abnormal real time clock data and a malfunction in the real time clock. The main battery was replaced to correct this condition. The device configuration option settings were reset, including the date and time. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.